Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 10, 2007. Evaluation summary:the condition of air-in-line alarm was confirmed. Inspection of the device found that the air-in-line alarm was caused by a faulty air-in-line sensor located in the pump head module. The pump head modudle was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
The facility reported an infusion pump with an air-in-line alarm. Information was not provided regarding whether or not the device was in patient use when the event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.